Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the physician requested a revision for an artificial urinary sphincter (aus). It was indicated that the cuff needed to be changed as it seemed like the cuff size should be smaller. There were no adverse events and procedure had not been scheduled yet.